Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 400 mg/dl. She then retested using a one touch meter, and received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.